Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that there was poor flushing while attempting to flush the peel away sheath. Upon inspection, it was noted that there was plastic material adhering to the inside of the dilator, which prevented catheterization and guidewire advancement. The procedure was completed using another device. There was no reported patient injury.